Manufacturer narrative:
There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The fluid overload is potentially related to peritoneal dialysis treatment.

Event description:
The available information was reviewed by a post market surveillance clinician. The peritoneal dialysis patient reported being sick and experiencing leg pain and swelling of the foot and the nurse was made aware. The peritoneal dialysis (pd) nurse confirmed that the patient was treated for fluid overload and peritonitis. The pd nurse stated that the patient was not hospitalized. The peritonitis was diagnosed following a positive peritoneal dialysis fluid culture with the organism staphylococcus aureus. The pd nurse stated that the patient was treated with the antibiotic vancomycin. The pd nurse also stated that the cause of the peritonitis was a breach in aseptic technique. The pd nurse reported that the patient was showing signs of improvement and continued on the antibiotics. The pd nurse stated that the patient was feeling sick and had pain and swelling due to fluid overload which was an ongoing issue for the patient. No changes were made to the peritoneal dialysis treatment plan and the patient continued to be monitored closely. The patient had been performing peritoneal dialysis for approximately two years.

Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that she had been sick and was experiencing pain in her leg and swelling in her foot. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was being treated for both fluid overload and peritonitis. The patient was not hospitalized for the alleged events. Per pdrn the patient's infection was being treated with vancomycin, and stated the patient's culture tested positive for staph aureus. Per pdrn the cause of peritonitis was breach in aseptic technique. Per pdrn as of (B)(6) 2017 the patient's showed signs of improvement and was still on antibiotics. The patient feeling sick, pain, and swollen foot was due to the patient being fluid overloaded. The rn commented that it was an ongoing issue and she would continue to monitor the patient as she continues to use and 2.5% and 4.25% per prescription. No changes were made to the patient's dialysis treatment prescription. Medical records were requested.